Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time. Addl lot number, v4250r

Event description:
It was reported that during a lap hysterectomy, the first blade broke during the operation after 5-10 minutes of activation. No metal contact. The blade was broken outside the abdomen. The second blade did not activate time, shear was defective. Troubleshooting was performed with test tip, blade did not function. Third blade stopped functioning. No patient consequence. It was not reported how the case was completed.